Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed manifold assembly. During evaluation, it was confirmed that the unit inlet pressure remained -12psi during calibration. Manifold assembly was replaced. The device underwent pm servicing while in for repair. Circulation pump, mixing pump, heater, and drain valves were replaced. The device passed the procedure and can be placed back into normal use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device needed preventive maintenance and a new manifold assembly it failed during routine maintenance. Per notification received on 20mar2023, from work order the inlet pressure permanently showed -12 psi. Manifold assembly was defective. Per additional information received via follow-up on 21mar2023, exchanged water and cleaning solution, performed sensor calibration. Calibration failed three times. Error 2 (pre-warm inlet pressure error) expected value -7.0 actual value -10.43.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device needed preventive maintenance and a new manifold assembly it failed during routine maintenance. Per notification received on 20mar2023, from work order the inlet pressure permanently showed -12 psi. Manifold assembly was defective. Per additional information received via follow-up on 21feb2023, exchanged water and cleaning solution, performed sensor calibration. Calibration failed three times. Error 2 (pre-warm inlet pressure error) expected value -7.0 actual value -10.43.